Event description:
The rptr stated that during a spinal surgery procedure using the coral pedicle screw system, as the surgeon was persuading the rod into the screw head, the head of the screw was pulled off. It took only a minimal amount of time to replace the screw. There was no reported adverse outcome for the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.